Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient underwent transurethral cystoscopy, bladder calculus holmium laser combined with pneumatic ballistic holmium laser lithotripsy and left ureteral stent tube placement on (B)(6) 2022. The ureteral stent was placed for internal stent drainage during the operation and the stent drained smoothly. The patient undergone transurethral flexible lithotripsy for left kidney stones and left ureteral stent replacement on (B)(6) 2022. It was found that the entire surface of the original left ureteral stent was covered with a large number of stones during the operation which caused the stent difficult to be removed. The patient was treated with anti-inflammatory and symptomatic treatment after surgery. The patient had no special discomfort and was discharged from the hospital on (B)(6) 2022.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation. A potential root cause for this event could be, "material selection". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent transurethral cystoscopy, bladder calculus holmium laser combined with pneumatic ballistic holmium laser lithotripsy and left ureteral stent tube placement on (B)(6) 2022. The ureteral stent was placed for internal stent drainage during the operation and the stent drained smoothly. The patient undergone transurethral flexible lithotripsy for left kidney stones and left ureteral stent replacement on (B)(6) 2022. It was found that the entire surface of the original left ureteral stent was covered with a large number of stones during the operation which caused the stent difficult to be removed. The patient was treated with anti-inflammatory and symptomatic treatment after surgery. The patient had no special discomfort and was discharged from the hospital on (B)(6) 2022. Per follow up via ibc on (B)(6) 2022, no medication provided.